Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A consumer reported that after having a cataract surgery with iol implantation in the left eye (os) 6 years ago, there is a suspicion that the lens has become cloudy. New information was requested and received from the consumer stating there was treatment and the vision slightly improved but did not indicate the type of treatment given. Additional information has been requested.